Event description:
It was reported the night prior to report the patient experienced ¿bad pain¿ in that area where the healthcare provider did the ¿operation.¿ the patient clarified the area was near the implantable neurostimulator (ins) on their left upper buttock. It was noted there was a ¿big lump¿ on that area. It was stated there was no known cause for the event and the patient just laid down on the heating pad three times a day. It was reported the patient¿s heating pad was for their scoliosis and it didn¿t touch their stimulator. The patient stated the lump over the ins was hard and hurt when they pressed on it. It was noted the patient had not used their ins since it was implanted and they were getting treatments at a laser spine institute for scoliosis. Reportedly, the patient¿s most recent treatment was on their left side near their ins. The patient stated the healthcare provider put a bunch of needles in their back and they confirmed they were receiving injections in the area of the ins. It was noted the area wasn¿t bothering them after the injections and they stated the lump did not appear until the night prior to report. It was stated the patient didn¿t think the treatments disturbed the ins because the managing ins healthcare provider moved the implant far to the left to prevent interference with their scoliosis treatment. It was later reported the patient was implanted one month prior to report on (B)(6) 2014 and recently the patient got steroid shots in (B)(6). It was stated that since then the patient noticed inflammation around the pocket or incision site of the ins.

Event description:
It was later reported the patient's nurse did a culture and the result was negative. It was stated there was no infection and the cause of the patient's symptoms were not determined. It was noted the patient was doing fine and no longer experiencing those symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fcsr, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).